Event description:
It was reported by the rep that the device was used during a laparoscopic appendectomy. It was reported the ets failed to fire properly on the second firing. The cartridge fired remains in the device. The nurse assisting on the case said that there was too much tissue for a white cartridge. 10/06/1998 another ets was pulled to continue with the case. There was no consequence to the patient.